Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician noticed that the working channel sleeve of the spyscope ds protruded. There were no reported accessory device inside the spyscope ds when the working channel sleeve protruded. The procedure was completed with this device. There were no reported patient complications as a result of this event.